Manufacturer narrative:
Additional information: d1 and d4 the device was not returned to the manufacturer for physical evaluation, and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer over the past 3 months. The entire set of lots have been sold and distributed. Batch records for the lots identified were reviewed and confirmed there were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant¿s investigation.

Event description:
A peritoneal dialysis (pd) patient called in regarding a make sure heater bag is on heater tray alarm while in fill 1 of 4. The treatment was cancelled. The pd patient noted during step 1 when they opened the door they noticed the inside of the cassette door was moist and foggy like there was a fluid leak. Additional information was solicited but was unavailable.